Event description:
A handheld computer and the flashcard were returned to the manufacturer due to exchange for a new motion tablet. During the physical inspection of the returned handheld, it was noticed that the main battery appealed to be swollen. No performance issue was reported from the facility. Review of manufacturing records confirmed all tests passed for the concerned handheld computer prior to distribution. Analysis of the returned handheld computer was completed and the "main battery swelling" allegation was verified. During the analysis it was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on (this condition can also cause the handheld to power off intermittently). No further anomalies were identified. Analysis of the returned flashcard was completed and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. During the analysis it was identified that the flashcard contained a (B)(6) operating system file and folders. The presence of the file and folders is an indication that the flashcard was inserted into a device using the (B)(6) operating system. The file and folders had no impact on the vns software performance. The flashcard and software performed according to functional specifications.